Manufacturer narrative:
The insulin pump was received with scrambled display due to cold solder joint on lcd board. No blank display or missing segments/partial display noted during testing. No cosmetic damage noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display that was like a bar code. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return to normal after troubleshooting with a new battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.